Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.